Event description:
Per information provided: (B)(6) 2012 ¿ patient was diagnosed with incarcerated ventral hernia and incarcerated umbilical hernia thereby underwent open repair with implant of mesh ¿ darts (device 1) and mesh ¿ darts (device 2). Per operative notes, ¿a transverse elliptical incision was made around the umbilicus. A large mesh ¿ darts (device 1) was placed and sutured. A vertical incision was made over the epigastric hernia and carried down to the defect and dissected. A mesh ¿ darts (device 2) was placed and sutured in place.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent incisional hernia to the right of the prior umbilical hernia repair thereby underwent open repair with ventralex st mesh (device 3). Per operative notes, ¿the scar tissue was noted. The defect was repaired with a ventralex st mesh (device 3) and sutured.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia at the umbilicus thereby underwent laparoscopic repair with removal of mesh ¿ darts (device 1) and ventralex st mesh (device 3). Per operative notes, ¿the recurrent hernia at the umbilicus with the previous mesh, turns out that the mesh did not remain anchored on the right abdominal wall, and was curl up in pointing inward with small bowel attached to it and small bowel extending up into the hernia sac. The meshes were removed (device 1 and device 3) as it was all balled up. The scar tissue was noted. The hernia sac was removed. A ventralight st mesh (device 4) was placed and tacked to the abdominal wall.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. This MDR represents the mesh ¿ dart (device 1). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.